Event description:
It was reported that the endoplege catheter leaked during use. The leak occurred where the stylet sheath is; the seal wasn't working. The ep was leaking blood during the whole procedure. The customer had to open another ep catheter and that one leaked just as bad. Product was discarded by customer and no lot number is available.

Manufacturer narrative:
Device was not returned as it was discarded by the customer. Root cause of this event could not be determined because the product was not returned for evaluation. Therefore no corrective action will be pursued at this time. However, we will continue to monitor trends on an on going basis.